Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via download data that a (B)(6) male pt was treated. The pt was in the hospital at the time of the event. The lifevest delivered a treatment at 08:46:52 during rapid atrial fibrillation (137 bpm). The rapid atrial fibrillation contributed to the false detection. The response buttons were not used during the event. The pt remained in the hospital.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were functional upon receipt. Monitor: 08/01/2012 - reuse, electrode belt: 05/01/2011 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www/accessdata.FDA.gov/cdrh_docs?pdf/p010030b.pdf.